Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated the set screw was found in the connector bore. Concomitant medical products: 694765 lead; implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was fractured. During the implant procedure the rv lead was capped and a new rv lead was connected to the existing implantable cardioverter defibrillator (ICD). However, the device exhibited high impedances. The physician reset the rv pace/sense and rv/superior vena cava (svc) defibrillation connections several times, but was unable to get adequate readings. The existing ICD was removed and a new device was placed with no further issues. No patient complications have been reported as a result of this event.